Event description:
It was reported that this electrode was suspected to be fractured. Oversensing, noise, and low amplitude morphology measurements were also noted. Troubleshooting was performed and the s-ICD was reprogrammed. X-ray images were sent for review. The electrode remains in service. No adverse patient effects were reported.